Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty of the right atrial (ra) lead was noted. It was reported the lead was not "taking any curve". The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.